Manufacturer narrative:
Investigation outcome: it was reported that during patient ventilation, the device triggered a non-silenceable alarm and "was reported as failed". The team manually ventilated the patient while a replacement ventilator was deployed. The device alarming continued even after it was removed from the patient. Recorded technical errors included 246005 (alarm monitor defect), 446029 (ambient failure detected), 431001 (blower fault), 485001 (ambient failure detected). Additional information from the partner also stated ''ventilation cancelled' was displayed by the device during ventilation. There was no report of harm to patient, user or third party, nor a treatment in delay. Additional information was received: the device failed during patient use with continuous audio alarm as reported by customer. The device was sent in for service at the workshop, and the local service engineer performed service software testing up to page: blower flow (page no. 2104) (pneumatics 2) when errors; tf: 444005 (shutdownfailed) and safety ventilation: 346049 (watchdogfailedsnd_sound) appeared but no alarming. All 6 led lights (next to the panel buttons) were lit and staying on. The device was powered off for a day, but all the leds were lit up immediately upon power on the day after. Additional updates from device service: -a rubber foot was found missing, right side cover and the rear covers filter cover¿s screw insert has damage. -the power cord needs to be replaced with h05 spec. The control board was replaced to resolve the issue. It was additionally noted the right and rear covers were replaced and the sw was upgraded to 3.1.1. The device pass all service software tests and related testing, and was returned to the customer. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag reference nr. (B)(4).

Event description:
Hamilton medical ag received the following event description: "during patient use, the ventilator generated a continuous non-silenceable alarm and was reported as failed. The patient was manually ventilated while a replacement ventilator was deployed. The faulty unit continued to emit a persistent alarm tone even after removal from the patient. Error codes: 'technical event: 246005", followed by tf 485001, tf 431001, tf 446029; 'ventilation cancelled'" no health consequences or impact - the patient was manually ventilated while a replacement ventilator was deployed. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.